Event description:
Pt was undergoing MRI scan of the cervical spine when she complained of feeling significant pain like electric shocks all over her body. She said that sensation lasted for approx 5 mins and that she experienced headache for the rest of that day.